Manufacturer narrative:
The product was not returned for evaluation as it remains implanted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Morrismj, et al,mortality and perioperative complications after unicompartmental knee arthroplasty, the knee (2012),http://dx.doi.org/10.1016/j.knee.2012.10.019. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint number: (B)(4). This report is being submitted late as it has been identified in remediation. Remains implanted.

Event description:
Information was received based on review of a journal article titled, "mortality and perioperative complications after unicompartmental knee arthroplasty.¿ three patients were identified in the article who developed symptomatic anemia requiring a blood transfusion on an unknown date post unicompartmental knee arthroplasty (uka). There has been no further information provided and the patients outcome is unknown.